Event description:
It was reported that the patient was found to have high impedance, low output current and experiencing an increase in seizures. Additional information was later reported by the patient's mother, that the patient was admitted to the hospital with early-stage pneumonia which was successfully treated. This was quickly followed by a gastrointestinal bleed for which he is now receiving a prescription of omeprazole, pending further investigation with a gastroenterologist and gerd is suspected. The patient's mother also noted that since starting omeprazole, they have seen an overall improvement in the patient's generalized seizures and focal seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date. The high impedance, low output current and increased seizures are captured in MFR. Report #1644487-2022-00636. The reported pneumonia and gastrointestinal bleed are being captured in this report.